Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post implant the patient developed acute shortness of breath. Chest x-ray confirmed bilateral pleural effusions and echocardiogram confirmed large pericardial effusion both of which were attributed to the right atrial lead. Pericardiocentesis was performed and the lead was adjusted. No further patient complications have been reported as a result of this event.